Manufacturer narrative:
Explanted devices were discarded by the medical facility, and will not be returned to bsn for evaluation.

Event description:
A report was received that a patient had his precision system explanted, due to possible infection at the pocket site. The patient's symptoms were redness and soreness at the pocket site. The patient was prescribed oral and IV antibiotics. The patient is reportedly doing well following the explant.